Manufacturer narrative:
Based on the info provided, the MFR has concluded no further investigation is necessary, as this is a known issue. The MFR has been able to duplicate this failure mode and has identified a trend. No anomalies were found regarding the slip. The MFR has determined the root cause of this event is user error in that the transfer procedures described in the operating and product care instructions were not followed. The MFR recommends retraining of operators of the device to the requirements of the operating and product care instructions.

Event description:
The facility reported that two caregivers were transferring the resident from wheelchair to bed with a large sling with extended leg straps. The resident was lifted above the wheelchair and the chair was removed. The hanger bar was positioned over the bed. The resident was in a full upright sitting position and made an involuntary movement. The resident slid out of the sling onto the floor. The resident was given x-rays, but no injuries were reported.